Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported medical intervention and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been in hypoglycemia. The patient's blood glucose levels decreased to 2 mmol/l (36 mg/dl) while wearing the pod on the abdomen. The maximum bolus is set to 15 units and the patient delivered the maximum bolus amount. The patient reportedly wanted to bolus 1.5 units and needs to discuss lowering the maximum bolus amount with the diabetic nurse. The ambulance was called and the patient was treated with a glucose injection.